Event description:
3" flame appeared at the tip of the bovie. Bovie setting changed to 170 cutting and coagulation automatically. (Showing error and bovie shut off). The pt was not injured. Bovie removed from room and sent to biomed to be checked by tech and valleylab sales rep called.